Manufacturer narrative:
Date of event¿ is estimated. The directions for use states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. Surgical intervention may occur to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the system was explanted and replaced with competitor's device.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.